Event description:
It was reported that the patient does not want to give information regarding pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding pain involving an abgii monolithic stem was reported. The event was not confirmed. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no product specific failure mode was identified. Conclusions: the event could not be confirmed nor the root cause determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient does not want to give information regarding pain.